Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that it was caused due to the poor last repair led to disconnecting of the ccd module and the light guide fiber bundle (lcb). Correction information: g6: follow up #1. H3: device evaluation. H6: coding changed based on the investigation result: component code. Additional information: h2: follow up type. H6: coding added based on the investigation result: type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec-3890li is available in the USA with a 510k number k131855. The device was returned, but it's still under investigation, so the results of the investigation will be provided in a supplemental report. This report is being filed as part of the pentax backlog management plan.

Event description:
Operation channel buckled at 48 90cm, perforated, leaky. This event occurred at the time of durng inspection. There was no report of patient harm.